Event description:
While attempting to catheterize bronchial arteries for embolization for hemoptysis, a type iii thoracic aortic dissection occurred. The procedure was terminated. Pt was admitted to cicu for observation and was subsequently discharged home.